Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received clarified that the s3 valve was pushed back towards the ventricle, landing in a too ventricular position.  The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter pulmonic valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified landing zone, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The cause of the valve malposition could not be confirmed, however, per report patient factors (pre-stents in landing zone) caused the balloon to move during deployment, contributing to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). Investigation ongoing.

Event description:
As reported, during a tpvr procedure with a 20 mm sapien 3 valve placed within a conduit, during deployment, the valve/balloon were pushed back due to the stents that were previously placed in the target landing zone. A stent was then delivered to contain the valve that moved back from its intended position. The patient became unstable and the valve was surgically removed.